Manufacturer narrative:
Investigation of returned guidewire revealed that its coil was elongated long, however the guidewire was in one unit up to distal end without separation. Core wire was found to be broken at approx. 1mm from tip end, microscopic observation revealed the trace of counterclockwise rotation at the breakage site. Lot history review could not be performed as no lot information was available. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the outcomes of the investigation of the returned devices, it is inferred that the movement of the guidewire distal end might be restricted in the cto lesion, where rotational manipulation to counterclockwise direction was continuously given, rotational force was accumulated to the core wire and resulted the breakage of core wire. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may result in fragments being left inside the vessel." When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. And "separation or breakage of guidewire" as one of possible complications and adverse events.

Event description:
Reportedly, to treat a cto lesion in rca, subject guidewire was advanced and crossed successfully. Physician found that the coil was stretched at the radiopacity starts, and that a balloon catheter could not be advanced. Devices were removed out as a unit.